Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model va8084 pta balloon dilatation catheter. It was reported that the user facility has allegedly experienced deflation and retraction issues with five(5) different balloons from the same lot. This report was received from one source. This event involved multiple patients, the patients age, weight and genders were not provided. There was no reported patient injury.